Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported that during an scs system implant surgery the ipg was unable to communicate with the patient programmer. Troubleshooting was unable to provide resolution. As a result, a different ipg was implanted. Therapy was restored post op and the ipg is able to successfully communicate with the programmer.